Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that button of insulin pump was stiff. Customer's blood glucose value was unknown. Customer stated that scratches on screen and back light was not as bright. Customer stated they had to changed battery more frequently also insulin pump was slower during rewind. Customer also stated that insulin pump received no delivery alerts a couple of times. The device will not be returned for analysis.